Event description:
It was reported by the account that the thoracic pedicle feeler broke off in the patients spine during a procedure. There is potential for infection if the device breaks during a procedure. The surgeon was able to remove the broken piece of the device from the patient before the surgery was complete. There were no clinically significant delays or known effect to the patient.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported by the account that the thoracic pedicle feeler broke off in the patients spine during a procedure. There is potential for infection if the device breaks during a procedure. The surgeon was able to remove the broken piece of the device from the patient before the surgery was complete. There were no clinically significant delays or known effect to the patient.